Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. Motor passed motor test. The drive support disk was inspected and no anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and some part of drive support cap was missing. The customer¿s blood glucose level was 150 mg/dl at the time of the incident. The customer stated that the insulin pump was not exposed to high magnetic fields. Customer was able to complete pump rewind. The insulin pump will be returned for analysis.